Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged. Subsequently, a second valve was implanted successfully. It was reported that there was a large amount of continuous calcification from the annulus to the left ventricular outflow tract (lvot). Per the physician, it was believed that the dislodge may have occurred due to release under a state of insufficient apposition of the valve. No additional adverse patient effects were reported.